Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a concentric, de novo lesion with mild tortuosity and moderate calcification with 99% stenosis in the proximal right coronary artery (rca). After pre-dilatation, the 3.25 x 8 mm xience alpine stent delivery system (sds) was advanced to the target lesion and deployed at 14 atmospheres (atms); however during deployment the stent implant shifted/moved unintendedly due to pulsation and the stent was deployed more distally than intended in partial healthy tissue. A new xience alpine stent was deployed to fully cover the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.